Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity and spinal cord injury/spinal cord disease. The date of the event was (B)(6) 2015. It was reported the patient experienced leg weakness and occasional falls beginning in (B)(6) 2015. The patient had back and leg pain. The patient's gait was worse and they were stumbling and falling. The cause of the symptoms and if they were related to the device or therapy was unknown. Magnetic resonance imaging (MRI) of the cervical spine and thoracic spine to rule out arachnoiditis was planned for the end of the month ((B)(6)). The MRI was not due to a problem with the device or therapy. The hcp planned to wait to perform any actions/interventions until the MRI results were back.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a physician. The patient's medical history included intractable spasticity, spinal cord inj ury/spinal cord disease with gait disturbance, implantation of idc tbd (model # 97740), implantation of unspecified (model # 97754), implantation of indura (model # 8709, implanted on (B)(6) 2001), implantation of synchromed (model # 8627-18, implanted on (B)(6) 2001), implantation of synchromed ii (model # 863720, implanted on (B)(6) 2006), implantation of pump connector (model # 8575, implanted on (B)(6) 2006), implantation of synchromed ii (model # 8637-20, implanted on (B)(6) 2012), implantation of vectris surescan MRI scs (model # 977a160, implanted on (B)(6) 2016), implantation of vectris surescan MRI scs (model # 977a160, implanted on (B)(6) 2016), and implantation of restoresensor surescan (model # 97714, implanted on (B)(6) 2016). Concomitant products included gabapentin 300 mg 4x/day, lorazepam 0.5 mg every 12 hours as needed, ropinirole 0.5 mg (1 tab at 5pm, 1-2 tabs at night and 1 tab during day) as needed, and vitamin b complex 1x/day. On an unspecified date, the patient started treatment with baclofen (unspecified concentration) at an unspecified dose and frequency, intrathecally, for intractable spasticity and spinal cord injury/spinal cord disease. As of (B)(6) 2016, the physician did not feel the events were related to therapy, but the cause was unknown; the MRI had not been done but was anticipated to be done at the end of (B)(6) 2016. The physician was waiting to do any actions/interventions until the MRI results were back. On (B)(6) 2016, the patient underwent a c-spine which revealed no evidence of arachnoiditis. "Recently" (relative to (B)(6) 2016), the patient¿s walking was getting worse, she used her cane in the house, and she used a wheeled walker outside. As of (B)(6) 2016, the patient¿s pain stimulator was helping and physical therapy was recommended by the physician. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.